Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The vascular condition was poor with bending and calcification. The annular dimensions of the native valve were perimeter 76.2mm, effective orifice area 444 cm2 and diameter of valsalva 27.4mm. During procedure, the physician felt slight resistance in advancing the flexnav through the right femoral artery (fa) and external iliac artery (eia) and could not pass through the right common iliac artery (cia) due to calcification in the curved region of the blood vessel. Percutaneous transluminal angioplasty (pta) was performed with a 6f non-abbott delivery system and tried to advance flexnav again, but it could not pass through. The flexnav was removed and tried again after inserting a non-abbott stent, a slight bend was found in the valve capsule of the removed flexnav delivery system. The delivery system was exchanged with a new large flexnav delivery system and the procedure continued. At 80% of deployment, a perivalvular leak (pvl) was noted in the direction between 10 o'clock and 3 o'clock (remarkable at 10 o'clock and 2 o'clock) due to the calcification. Despite remaining pvl and non-uniform expansion (nue), the 27mm navitor valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc) to protect the right coronary artery. The nue was due to calcification. There was no issues noted in tab release. The blood pressure was 118/42 hg and pvl was remarkable from rcc-lcc side. A post balloon was performed using an 18mm non-abbott balloon. The pvl was slightly decreased but was residual at 10 o'clock and 2 o'clock.. There was no further balloon performed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of perivalvular leak and valve under expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field noted that calcification is present in the curved region of the blood vessel. Based on the information received, the cause of the reported valve under expansion appears to related to patient conditions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.